Event description:
It was reported that patient underwent a reverse shoulder arthroplasty on (B) (6) 2009. Subsequently, a revision procedure was performed on (B) (6) 2009 due to the glenosphere dislodging. It was reported that excess bone was removed during the revision surgery and that the glenosphere and taper adaptor were removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. (B) (4).